Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the oor impedances were high. The cause of the high impedances was not determined. The ins is working and the patient is currently receiving therapy. The oor electrodes are being used, and the patient is still receiving therapy. No further information was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative from a consumer regarding the patient. It was reported that the patient normally utilizes group c and was unable to feel any stimulation on the day of the report despite turning up the intensity. It was noted that the stimulation program was not working. The patient was able to change to group b and feel stimulation. No further actions were taken to resolve the patient not feeling stimulation on group c. The issue was resolved at the time of the report. It was noted that the patient¿s battery has reached its elective replacement indicator with its end of service coming up in (B)(6) 2018. A surgical intervention was not planned or performed at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that during an impedance check, electrode 5 showed out of range (oor). No further complications were reported. No patient symptoms were reported.